Event description:
It was reported that a user experienced elevated blood glucose, observed at 213 mg/dl on an ilet system using a contact infusion set, after a meal and then announced an additional meal as a corrective action; the user later reported the infusion set needle came out and performed an infusion site change, after which glucose began to decline. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included product use review, user interview, and troubleshooting with education on appropriate meal announcement and the conservative dosing behavior of the system. Investigation of this case revealed user error related to using a meal announcement as treatment and a dislodged infusion set prior to site change. It was concluded that the device functioned as designed and the event was attributable to use error and infusion set dislodgment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.